Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy during a proximal anastamosis. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). The lot # 25153673 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. The hsk iii device was returned to the factory for evaluation on 09oct2020 and investigated on 16oct2020. Signs of clinical use but no evidence of blood was observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the unlocked position. The seal was then pulled out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure mode ¿fitting problem¿ was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy during a proximal anastamosis. A replacement device was used to complete the procedure. The hospital did not report any patient effects.